Manufacturer narrative:
The user facility returned two devices to olympus for evaluation. A visual inspection was performed on the received devices and the teflon pad on the first device was inspected and found it to be worn, slightly melted at tip and curled up exposing metal. Charred stains found on teflon pad and probe unit at the same place. The device passed the probe check. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. The second device (tb-0520fc/ lot no - 6xk 02) was inspected and found the teflon pad to be worn and melted but not exposing metal on the grasping section. There was no missing device fragment. The teflon pad is still attached on the grasping section. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a liver hepatectomy procedure the teflon pad on two devices melted. Furthermore, olympus was informed that the event occurred while the doctor was using the device to cut tissues, there was a short circuit error displayed on the generator. There was metal exposure. There was no surgical or medical intervention needed. The device was tested prior to use and no abnormalities were found. The procedure was completed using a non-olympus device. There was no patient injury reported.